Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) received a report from the customer that a patient was not shown up in a specific area. The tss attempted to follow up but were unable to reach the customer since the patient had already been discharged.

Event description:
It was reported by the customer that a bd pyxis¿ es server showing patient location incorrect. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.